Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012,explanted: (B)(6) 2013, product type: lead.

Event description:
It was reported stimulation was in the wrong location. It was noted the patient had a fall approximately six weeks prior but had not noticed the change in stimulation until the previous week. An x-ray was taken and showed the lead migrated approximately one vertebral body. The patient was reprogrammed and was able to get better coverage that they were "happy" with. It was noted there was no further course of action planned at this time. There was no injury or adverse event to the patient.

Event description:
Additional information received reported that the patient was no longer happy with the stimulation on her left side. The hcp scheduled a lead revision and removed the leads and replaced them with two new leads. The patient was doing great post-operatively with good coverage.